Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports (same patient, same incident, different product). It was reported that on an unknown date, there was leaking coming from the back of the 24khz neuro short handpiece. The product problem was described as a slow leak. It could not be determined if the leak was coming from the handpiece or the tubing. There was patient contact but no patient injury. Additional information has been requested.